Manufacturer narrative:
Additional information will be provided upon conclusion of the investigation.

Event description:
Initially, it has been claimed by the customer that the bed is going down by itself without any command being given from the hand control. There was no patient involved in the event.

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 8000 and 9000 range, we have found very few cases concerning unintended bed movement which was related to the handset's issue - in the past two years we have two events in this category (including this investigated one). During the visit at the customer, the arjohuntleigh representative managed to establish that the issue was found before using the bed with a patient - the hospital staff made a routine check-up of the bed. The height function was going automatically down without pressing any of the control panel buttons. When other keys were pressed the bed functioned accordingly. However, when other keys were released, the bed moved in down direction without any command being given. All other functions were working properly. Based on the information collected to date and provided problem description it has been found out that the source of the unintended bed movement was a defective control panel, with jammed directional button. Inspection of the part (attendant control panel - for use only by the caregiver, build into the foot end side panel), conducted in the cooperation with the supplier, revealed that it has multiple signs suggesting mechanical damages - the direction button was jammed in, most likely due to hard impact. The button's tactile switch - metal dome was damaged. The product involved in the incident is an enterprise 8000, model: 8x23ga103bbbab, serial number (B)(4) which was manufactured on 26 jun 2014. The device history record has been reviewed; no anomalies were recorded at the time of manufacture. It is also worth mentioning that at the time of event (19 sep 2015) the device was in use for over a year only. In accordance to the recommendation from the instruction for use (e.g. 746-585 rev.3, dated on jun 2014) which was delivered to the customer together with the device, the user is informed about the functionality and usage of the handset: -warning: the controls required only a single press to activate. To prevent unwanted movement of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls. - to adjust the mattress platform: press and hold the appropriate button until the required position is achieved. Movement will continue until the button is released or the limit of travel is reached. - if a button is held down for more than 90 seconds, the function will be automatically inhibited until the button is released. As with all of our devices and their components care must be taken so as to preserve the quality and life of the device and its components. Responsible care must be taken when using any part of a device that comes into contact with a patient or user. Therefore it is recommended to inform or remind the customer of the correct use of the device and share the conclusion from the investigation. In summary, the device was not being used at the time of the event for diagnosis or patient treatment, it failed to operate as intended as it suffered a malfunction due to a use error. Fortunately, there were no injuries sustained as a result. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.